Event description:
It was reported that patient went to the hospital due to inappropriate shocks. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) proximal conductor fractured. Full lead in segments returned and analyzed. The defib conductor was distorted and several conductors had blood/body fluid (not obstructed). The inner insulation bilumen tubing had voids.